Event description:
Reporter indicated that she was "feeling depressed and crying a lot", and consequently went to see her physician to check her vns therapy system. Patient's pre-vns baseline level of depression is unknown to manufacturer at this time. Upon interrogating the patient's device it was noted by the physician that her output current was at 0ma, and the stimulation off time was set to the incorrect value of 60 minutes. Good faith attempts are currently being made to obtain further information and the physician's programming history to see if a programming anomaly occurred.

Manufacturer narrative:
Device malfunction suspected.